Event description:
It was reported to medtronic neurosurgery that the valve was found to be stuck open when testing the distal runoff. The valve was then explanted. It was also reported that the pt is doing fine.

Manufacturer narrative:
The product was not returned. Therefore an eval of the device performance was not possible. A review of the mfg records was also not possible as a lot number was not provided. All valves are 100% tested at the time of manufacture. Add'l pt/device info: it was later reported that although the exact valve implant date was unk, the valve had been implanted for awhile.